Event description:
(B)(6). Customer is not willing to give patient information or if treatment was given. Both tubes were plasma spun at 10 min at 5000 rpm. On (B)(6) 2017 t19:16:43z : chatfam : : new lot of cal and rtg being sent in for trouble shooting ncchatfam (B)(6) 2017 1420.